Manufacturer narrative:
The investigation has been completed. The console (ic6772) was sent back for further investigation. During inspection of the console it's been observed that the optical connector of the "blue receptacle" was contaminated, and cleaning was ineffective. This is unrelated to optical bench malfunction, however the blue receptacle needs to be replaced. The cause of the controller error upon boot up was defective optical bench pca. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm in training. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.